Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue was found during cleaning and disinfecting. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the issue. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, the device evaluation identified following reportable malfunctions: the cable leaks and white spots. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had no image. The issue was found during cleaning and disinfecting. There were no reports of patient involvement.